Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist in the letter states the patient presented as a new patient with a chief complaint of jaw pain. The exam revealed pain with palpation of the tmj, bilateral crepitus and a decreased opening. Due to the patient's grossly inflamed tmj it is recommended to cease current orthodontic treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.